Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. The day of the event, the patient received a low cgm reading and started eating carbohydrates. After this the cgm reading was around 2.4 ¿ 2.9 mmol/l, and the patient ate more carbohydrates. The patient could not take a blood glucose reading because her blood glucose meter had broken. The patient experienced vomiting and was brought by ¿someone¿ to the hospital around noon. When a fingerstick was taken the blood glucose reading was 30.0 mmol/l. The ketones were elevated at 3.5 mmol/l. The patient was treated with insulin given via the tandem pump, and per injection, and the patient stayed in the hospital overnight. The patient was discharged around 09:30 am the day after the event. At the time of the report the patient was normal/stable. Data was evaluated and the allegation was confirmed. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value or an entered user event meter value to the preceding cgm value. Although no meter calibrations/user events were found in the data, an investigation of the patient's estimated glucose values during the afternoon (12:00 pm to the end of the wearable session at 5:24 pm) shows that the highest egv (estimated glucose value) received during this time read only 6.6 mmol/l compared to the reported blood glucose meter value taken at the hospital which read 30.0 mmol/l. Thus, the reported complaint of a discrepancy was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.